Event description:
It was reported that the patient had the inflatable penile prosthesis removed due one side was shorter than the other and the device nearly blocks the urethra so the patient finds it difficult to urinate. A new inflatable penile prosthesis consisting of 18 cm cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicted that during the procedure the physician removed the cylinders and rear tips and replaced with new cylinders and rear tips. The patient's left ide got a 1 cm smaller rear tip as the difference in length was due to patient anatomy. The suspected cause of the urination difficulties was most likely due to lots of usage that may have caused the cylinder to move a bit distal and push on the urethra. No further complications were reported in relation to the event.

Manufacturer narrative:
Device evaluation: the reported allegation of dysuria and migration was not confirmed via product analysis. The cylinders and pump performed within specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due one side was shorter than the other and the device nearly blocks the urethra so the patient finds it difficult to urinate. A new inflatable penile prosthesis consisting of 18 cm cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicted that during the procedure the physician removed the cylinders and rear tips and replaced with new cylinders and rear tips. The patient's left ide got a 1 cm smaller rear tip as the difference in length was due to patient anatomy. The suspected cause of the urination difficulties was most likely due to lots of usage that may have caused the cylinder to move a bit distal and push on the urethra. No further complications were reported in relation to the event.